Manufacturer narrative:
H10, h3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer casing. The functional evaluation confirmed that the device could not generate or control negative pressure, establishing a relationship with the event reported. The root cause has been identified as a failed sensor on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the main board was found defective the sensor shown no function therefore the device was not able to generate and control negative pressure. No patient involved.